Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that a malfunction alarm occurred, reportedly the pump had been hit against a hard surface. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 280 mg/dl.